Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("hip pain") with gait inability. The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia and medical device removal to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623314) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, pelvic pain, headache, heavy periods, dyspareunia, adenomyosis, chronic cervicitis and bleed in luteal cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") with gait inability and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (robotic hysterectomy with right salpingo-oophorectomy,left salpingectomy,lysis of abdominal adhesion). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and heavy menstrual bleeding outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia, heavy menstrual bleeding and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: final pathologic diagnosis uterus, right ovary, bilateral fallopian tubes, total abdominal hysterectomy, bilateral salpingectomy and right oophorectomy: secretory endometrium. Superficial adenomyosis. Chronic cervicitis. Right ovary with hemorrhagic corpus luteum and follicle cysts. Bilateral fallopian tubes are unremarkable. Lot number: 623314, manufacture date: 2007-02, expiration date: 2009-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("hip pain") with gait inability. The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Previously added event medical device removal was replaced to new event hip pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("hip pain") with gait inability. The patient was treated with surgery (essure coil removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia and medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received. Reporter information, date of insertion, date of removal, essure model number changed from ess305 to ess205. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623314) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, pelvic pain, headache, heavy periods, dyspareunia, adenomyosis, chronic cervicitis and bleed in luteal cyst. On(B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") with gait inability and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic hysterectomy with right salpingo-oophorectomy,left salpingectomy,lysis of abdominal adhesion). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 14-sep-2016: final pathologic diagnosis uterus, right ovary, bilateral fallopian tubes, total abdominal hysterectomy, bilateral salpingectomy and right oophorectomy: - secretory endometrium. - superficial adenomyosis. - chronic cervicitis. - right ovary with hemorrhagic corpus luteum and follicle cysts. - bilateral fallopian tubes are unremarkable. Most recent follow-up information incorporated above includes: on 13-apr-2021: medical records received- lot number added. Event medical device removal updated to pelvic pain. New reporter, lab data, medical history were added. Event menorrhagia added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of arthralgia ('hip pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the arthralgia had resolved. The reporter considered arthralgia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Previously added event medical device removal was replaced to new event hip pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.